Event description:
It was reported the screw driver shaft broke off in the screw as the screw was explanted. There was no delay in surgery or adverse effect reported "because we were taking that screw out anyway." A spare device was available that functioned properly.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.